Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 5568 implantable pacing lead (B)(6) 2006 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device remains in use, but a change out is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement with the weekly battery voltage trend data shows min bat equal to 2.872 to 2.661 volts between (B)(6) 2013 is before device recommended replacement time (rrt) less than equal to 2.6251 volt.